Event description:
It was reported that during a da vinci si hysterectomy procedure, the user facility identified wires poking outside near the tip of the fenestrated bipolar forceps instrument. Nothing reportedly fell into a patient. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Engineering confirmed a broken pitch cable at the distal clevis hub. The cable segment that contains the crimp remained in the clevis. The clevis did not exhibit excessive damage. No other damage was found.